Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device was received loaded with a fully fired 4.8mm single-use loading unit (sulu). There were no visual or functional abnormalities noted during pmv testing. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. In addition; the retaining pin functioned as intended. The instructions for use of this product states: the ta* reloadable staplers must not be used in instances where the retaining pin cannot be positioned securely in the retaining pin hole in the anvil jaw. Failure to secure the retaining pin may result in improperly formed staples and a compromised staple line, and may cause bleeding, leakage, or disruption. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the procedure. The stapler was being used to anastomose the small bowel. The enterotomies were excluded from the staple line to be resected with the specimen. Once the stapler was fired, only one row of staples was placed. There was a defect in the anastomosis. The pin would not stay deployed and kept sprinting back into the stapler. A little more tissue had to be resected to correct the issue. There was no additional blood loss. Patient status is alive, no injury.